Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 387 mg/dl, 95 mg/dl, and 88 mg/dl. Low blood glucose symptoms were reported with these results; customer was able to self treat. No adverse event reported. Requested return of suspect device; however, customer no longer has the test strips; replacement was sent.